Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had short v-v intervals. An xray showed the right ventricular (rv) lead pin was not fully inserted into the device header. There was a plan to reopen the pocket and reinsert the lead, however, the plan has not been executed yet. The device is still in use. No patient complications have been reported as a result of this event.